Manufacturer narrative:
The investigation for the reported low flow issue has been completed. Product was visually inspected, and a kink was observed on the cannula. It did not appear that excessive force was used on the cannula. Root cause is a kinked cannula. The field log was reviewed and suction with low pump flow occurred upon pump activation. No motor current spike was observed. The cannula kink likely occurred during insertion. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported suction issues after pump initiation. A kink was seen under fluoroscopy; therefore, the pump was removed and replaced due to the low flows. No further information is available.